Event description:
In a social media forum, a consumer reported experiencing poor night vision following bilateral intraocular lens (iol) implant surgery. The consumer also reported that the halos were worse than before surgery. Not enough info was provided by the consumer to obtain any add'l info. There are two medical device reports associated with this event. This report is for the fellow eye.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the reporter to properly complete an investigation. Add'l info could not be obtained. (B)(4).